Manufacturer narrative:
Device code, investigation findings, and investigation conclusions based on new information received. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv (all models) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the valve stenosis is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, approximately 5 years post successful tf tavr after a transfemoral tavr procedure the patient was presented with stenosis of the implanted 29mm sapien 3 transcatheter heart valve. The patient underwent a valve-in-valve with a 29mm sapien 3 resilia ultra valve. Additional information has been requested.

Manufacturer narrative:
Added new information to b.5 and b.7 based on medical records received. Also added an h.6 type of investigation code as an image review was completed. Corrected h.6 health effect - clinical code and device codes based on the new information received. Pre-procedural imagery was reviewed. Calcific and thickened bioprosthetic leaflets were observed. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the calcification of the valve is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Medical records were received for review. Tte performed 26 days prior to the valve-in-valve procedure showed that the patient's bioprosthetic aortic valve to be functioning abnormally with physiological moderate severe aortic stenosis, peak/mean gradients of 70/39 mmhg, aortic valve area 1.6cm2, and moderate to severe pvl. The patient had heart failure symptoms (nyha ii-iii). The operative note from the reintervention noted that the patient presented with severe bioprosthetic aortic valve stenosis and underwent right transfemoral valve-in-valve tavr. No complications occurred. Tte performed on pod 1 revealed the valve was functioning well with a peak gradient of 23mmhg and mean gradient of 13mmhg. The aortic valve area was 2.01cm2. There was no pvl or intervalvular regurgitation.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted, when additional information is provided.

Event description:
As reported by the field clinical specialist, after a transfemoral tavr procedure with a sapien 3 valve in the aortic position. The patient was presented with stenosis of the implanted valve. The patient underwent a valve-in-valve, with a 29mm sapien 3 resilia ultra valve.